Event description:
Rn reports home patient has had multiple incidents of reload set alarms. Patient was unable to clear alarm and had to discontinue priming. It was noted by the rn that the hp has respiked solution bags while setting up homechoice with replacement cassette. No patient injury or medical intervention reported per rn.